Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, under fluoroscopy, it was noticed that the distal end of the balloon catheter was "slightly curved" and would not straighten out. The balloon catheter was replaced with resolve. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Event summary: the patient data files confirmed system notice (#50003) indicating that ¿the pressure was low in the system¿ at application number one for catheter 2af283 / 34425 on the date of event. Data files also showed at least fifteen applications were performed with this catheter. Visual inspection of the balloon catheter showed the device was intact with no apparent issues. Smart chip verification indicated the catheter was used for fifteen applications. The catheter passed the performance test and electrical integrity as per specification; impedance was also within specification. The dissection/pressure test showed a guide wire lumen kink inside the balloons at 1.25 inches from the tip of the catheter. Pressure test did not show leaks. In conclusion, the reported issue (balloon was slightly 'curved) was confirmed through testing but cannot be assessed through data analysis. The balloon catheter failed the returned product inspection due to a guide wire lumen kink. If information is provided in the future, a supplemental report will be issued.